Event description:
Lap chole performed on 5/29/93; patient readmitted 5/31/93 with abdominal pain; exploratory lap revealed cystic duct clip slipped off stump; suture ligation done; patient discharged 6/15/93.clip intact (closed). Notified manufacturer via representative 3/2/94.